Event description:
It was reported that the mattress cover was damaged with signs of fluid intrusion. It was also reported that the power board was disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress cover was damaged with signs of fluid intrusion. It was also reported that the power board was disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. Mattress cover was replaced and power board was reconnected.